Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the balloon ruptured at the very end of valve deployment. The delivery system was able to be extracted from the sheath without issue. Patient remained stable without paravalvular leak or elevated gradient, and no post-dilitation needed. There were no other complications. As per follow-up with the fcs, the valve was able to be fully deployed in the intended position. No instruments were used to remove the balloon cover, as it remained attached and was safely removed from the patient through the sheath. A bav was not performed prior to implant. An additional 2 cc of volume was added to the balloon before inflation. No leak was observed in the delivery system, but blood was seen in the syringe. There were no difficulties with valve alignment, which was performed in a straight section, and no damage was noted to any other edwards devices. The event did not result in any patient injury or complication. The perceived root cause of the balloon burst was unknown; although the patient had a small amount of lvot calcium, the team agreed it was not significant enough to have caused the rupture.